Manufacturer narrative:
G4:15nov2020. B4:06dec2020. The field service engineer (fse) confirmed the failure and there was no error code indicating a device failure. The green power light emitting diode (led) was illuminated when the power was turned on but the alarm (led) started flashing and an alarm started sounding. Since the unit started up, there was no way to display the diagnostic menu. The issue was resolved by replacing the power management board. The unit was tested and it was returned to service. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4:09feb2021. B4:11feb2021. The field service engineer replaced the power management board due to the field change order. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 30nov2020.

Event description:
The customer reported they attempted to power on the unit during a pre-use check, the power was unable to turn on. There was no patient involvement.